Event description:
It was reported that "while patient was in CT scan with iabp unplugged, the iabp had been unplugged 'no more than 20-25 minutes' before alarms were issued (stacked) and iabp dies. Pump able to be powered on when plugged back into outlet and allowed to charge. Iabp ultimately exchanged". Further information states that the 20min, 10min, and 5min battery life alarms all occurred within a span of about "5 minutes". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while patient was in CT scan with iabp unplugged, the iabp had been unplugged 'no more than 20-25 minutes' before alarms were issued (stacked) and iabp dies. Pump able to be powered on when plugged back into outlet and allowed to charge. Iabp ultimately exchanged". Further information states that the 20min, 10min, and 5min battery life alarms all occurred within a span of about "5 minutes". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "decreased battery life" was not able to be confirmed as no iabp part or recorder strip was returned for I nvestigation. According to the field service management (fsm), no service updates have been received. Additionally, iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for complaints of this nature.